Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen did not pass calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center the device touchscreen responded as expected; however, a review of the device history indicated touchscreen fail errors. Further testing found contamination due to fluid ingress on the edges of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.